Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a significant rise in pacing impedance along with increased capture threshold in their right ventricular (rv) lead. Programming changes were made. The patient was stable.